Manufacturer narrative:
The device evaluation was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was under water pressure tested with no leaks observed. Functional testing (self-test and priming) was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the "connection area" to the heating bag. This occurred during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.